Manufacturer narrative:
It is not known how long the patient was in hospital prior to the procedure. The patient was kept in hospital due to his general condition, not because of anything device related. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the side arm of a 6f 11cm brite tip sheath introducer detached and the patient was bleeding following an unspecified interventional procedure. The remainder of the sheath was removed and manual compression was applied to the groin to stop the bleeding. The patient had undergone thrombolysis in the interventional radiology (ir) dept. The sheath was to remain in situ for up to 3 days. The patient was transferred from ir to the high dependency unit (hdu). Upon arrival in the hdu and inspection of patient, bleeding from the sheath was noted. Upon closer examination, the side arm of the sheath had become detached and patient was bleeding from this. The time frame between when the procedure occurred and when it was noticed that the side arm was detached was no longer than 10 minutes. The amount of blood loss is not known and the patient did not require a transfusion or any treatment of the blood loss and there was no adverse event. A new sheath was fitted for thrombolysis. The access site was the right groin. It is not known if there was a lot of calcification at the access site. The event occurred during the procedure. An obturator was not used in the sheath after the procedure. There was no attempt made prior to the event to remove the sheath. There was no resistance during withdrawal of any of the devices through the sheath. The patient was hospitalized for approximately 1 week and is no longer hospitalized. The patient was kept in hospital due to his general condition, not because of anything device related. It is not known how long the patient was in hospital prior to the procedure. The current status of the patient is alive. The device was discarded. The product was not returned for analysis. Review of lot 17189076 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that the side arm of a 6f 11cm brite tip sheath introducer detached and the patient was bleeding following an unspecified interventional procedure. The remainder of the sheath was removed and manual compression was applied to the groin the stop the bleeding. The patient had undergone thrombolysis in the interventional radiology (ir) dept. The sheath was to remain insitu for up to 3 days. The patient was transferred from ir to the high dependency unit (hdu). Upon arrival in the hdu and inspection of patient, bleeding from sheath was noted. Upon closer examination, the side arm of the sheath had become detached and patient was bleeding from this. The time frame between when the procedure occurred and when it was noticed that the side arm was detached was no longer than 10 minutes. The amount of blood loss is not known and the patient did not require transfusion or any treatment of the blood loss and there was no adverse event. A new sheath was fitted for thrombolysis. The access site was the right groin. It is not known if there was a lot of calcification at the access site. The event occurred during the procedure. An obturator was not used in the sheath after the procedure. The sheath was used for thrombolysis. There was no attempt made prior to the event to remove the sheath. There was no resistance during withdrawal of any of the devices through the sheath. The patient was hospitalized for approximately 1 week and is no longer hospitalized. The current status of the patient is alive. The device was discarded.